Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no instrument issues. Customer all retested samples were confirmed except for one, which customer concluded that it was low-target. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl 001278-20210104-01, using assay lot 285123 on panther instrument sn (B)(4) which had an increase in positive samples. The wl in question had 43 positives out of 158 samples; all samples in question were retested, and all but one sample was confirmed positive. No sample ids were provided by customer. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.